Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced skin damage, followed by device extrusion. The recipient's device was explanted. Reimplant surgery will occur at a later date.

Manufacturer narrative:
(B)(4). The recipient was reportedly hospitalized from (B)(6) 2016. The recipient was treated with cefuroxime. Advanced bionics considers the investigation into this reportable event as closed. The recipient has no signs of infection and no residual wounds. This is the final report.